Event description:
According to rptr the 1992 national electronic injury surveillance report, issued annually by the us consumer product safety commission, estimated that greater than 1500 pts received treatment in the emergency dept secondary to electric heating pad burns. Rptr considers this an unacceptable number of preventable injuries. Since 1976, electric heating pads have been regulated by the FDA, which recommends a label that rptr believes to be inadequate (code of federal regulations, vol 21, subpart h; 4/1/92:801.403). The high frequency of heating pad burns could be reduced in part by a mandatory, comprehensive labelling system based upon the one required by underwriter's laboratories. Moreover, the label's effectiveness would be maximized were it required to be carried on both the heating pad and the packaging. Short of removing this product from the market, a combination physician education along with a revised labelling requirement should go a long way toward the prevention of electric heating pad burns. Pt with anesthetic skin received full-thickness burns of feet from an electric heating pad. This could have been prevented if the pt understood the potential hazard of heating pads. The 39-yr-old white male, with insulin dependent type I diabetes, sustained a full-thickness burn over the right lateral malleolus after resting his foot on top of an electric heating pad for an entire night. Pt was attempting to alleviate chronic foot pain. The pt had diminished sensation of his feet in stocking pattern. The heating pad had a specific warning label, indicating that it should not be used by a person with diabetes. He went to the emergency dept 8 days following the burn injury. Past medical history included diabetic retinopathy, for which he had undergone multiple laser operations. To control his diabetes, the pt was administering 45-55 units of nph insulin each morning. On the day of admission, he underwent excision of the burn wound and split-thickness skin grafting. Six days later, the skin graft had failed to heal. The wound was debrided down to viable bleeding tissue, and a human cadaver allograft was placed on the wound. Two add'l grafting procedures were attempted at 4 weeks and at 6 weeks post-burn injury. The wound eventually healed by contraction after decortication of a necrotic portion of the right lateral malleolus.